Manufacturer narrative:
The bulb will not be returned as the bulb was discarded and has been replaced. The instruction manual states ¿approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)¿

Event description:
The service center was informed that at the conclusion of an unspecified procedure, an ¿e103 light source possible lamp error¿ was observed. The device was working as expected throughout the case. There were no issues during the procedure with this device or any other device. A post procedure inspection of the device was performed and found the bulb was cracked in half. There was no damage or abnormalities observed with the device other than the cracked bulb. The user facility¿s biomed believed that the bulb was used beyond the documented life of 500 hours and this is why it cracked. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: from the description in the proposal, it is assumed that the crack on the lens surface of the xenon lamp prevented the xenon lamp from lighting up and led to the occurrence of the e103 error phenomenon. It is highly probable that cracks occurred on the lens surface of the xenon lamp due to prolonged use of the lamp for more than the replacement time.